Event description:
It was reported that the pt presented with weakness and fatigue. Device evaluation indicates device was not capturing. The lead was replaced. No patient complications have been reported as a result of this event.